Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned and the customer's malfunction could not be confirmed. The fault mentioned by the customer did not occur during the inspection. Based on the investigation results, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed no image on the monitor. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.